Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump. The malfunction code did not recur after the reset, allowing the customer to continue using the pump. The customer was advised to contact technical support again if the malfunction code reappears and acknowledged understanding these instructions.